Event description:
It was reported that the bd luer-lok¿ tip syringe experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter, translated from french: users find that the graduations on the syringe stop at 0.94 ml.

Manufacturer narrative:
H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the grad lines stopped at approximately the 0.94ml mark and the rest of the scale was missing. Potential root cause for the missing print defect is associated with the scale marking process. These conditions are occurring below their expected frequency so no corrective action is required at this time. A device history record review was completed for provided lot number 2011003. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe experienced issues with the syringe volumetric accuracy. The following information was provided by the initial reporter, translated from french: users find that the graduations on the syringe stop at 0.94 ml.